Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure in which the device was removed due to inflammation and pain caused by an infection. Three months later, the patient underwent a reimplant surgery to place a new aus. There were no additional patient complications reported.